Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: e1 (initial reporter facility name) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what previously alleges pfs alleges discomfort, loss range of motion, difficulty in daily living activities. After review of medical records patient was revised was due to subluxation and heterotopic ossification on the anterior aspect of the hip capsule. Operative notes indicated metallic wear secondary to subluxations.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed date of explant since cup was not revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Cup was reported as ip as per ppf alleged of loosening cup. Liner was also reported due to alleged of implant noise but only the head was revised during the first revision. The liner is unable to remove without significant damage as well as the cup was well fixed. Only the head revised. Patient underwent a revision surgery due to subluxation and heteretopic ossification. Intraoperatively he was noted to have some heterotopic ossification that was resected. Post operatively had 7 gy in 1 fx delivered to l hip by dr. A. Of note has had multiple accidents in the past related to his construction work and had a mvc in 2007. Operative notes indicated resection of heterotopic ossification which was complicated by infection. This has been cleared and his infectious inflammatory markers are now within normal limits. He then began having sensations of subluxations clicking in his hip and increasing pain. Operative notes identified heterotopic ossification on the anterior aspect of the hip capsule this was incised and resected. Only the head was revised although they made an effort to remove the liner just due to his symptomatic clicking that he previously as well as with the metallic wear that seen which likely secondary to the subluxation. Fresh frozen section was negative for infection as well. The liner is unable to remove without significant damage as well as the cup was well fixed (only the head revised). Doi: (B)(6) 2009 (liner, head). Dor: (B)(6) 2010 (head). Left hip 1st revision.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Patient was revised to address a clicking noise when externally rotating the hip. The surgeon lengthened the head and the noise appeared to go away. Update: (B)(6) 2012 - litigation papers received. Added the metal liner due to mention of metal-on-metal issues. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear and metallosis.